Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision to take place on (B)(6) 2011. Unknown hip reason for revision unknown. Asr xl acetabular system - left hip reason(s) for revision: component loosening update : revised hip,reason for revision, confirmed date of revision and products added as per update email (B)(6) 2012. Email sent (B)(6) 2012 requesting clarification on which component was loose. Update - added hip side, additional hospital and marked as legal. Taken from (B)(6) email dated (B)(6) 2014. Left side

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: component loosening.